Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the metal cable at the tip of the prograsp forceps instrument was breached. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient.